Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, due to pt's distress (crying), sensor wire was protruding from skin. Pt's mother reports that pt is not experiencing add'l discomfort and that the insertion site, besides a little bleeding upon sensor removal, looks fine now.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was reportable event, even in the absence of any evidence of physical harm or necessity for intervention.